Manufacturer narrative:
No product analysis. Device not returned.

Event description:
Prior to use, the bur tip was detached from the shaft. There were no fragments. There was no patient / staff impact and no injury reported as a result of this event. The procedure was completed with a back-up product.